Event description:
It was reported that they are having trouble charging the communicator. "It says the connector is not charged or whatever" but it is plugged in. Patient reported when they press the power button on the communicator they see the rapid yellow light and then it shuts off. Reviewed this means the communicator battery is depleted. When patient plugged the communicator in during the call they did not see expected charging light and it did not appear to be charging. Patient did not report any visible damage to the charging cable or adaptor. Patient reported they have been having difficulties with this communicator for some time. Requested replacement communicator. Additional info received from patient that they their implant had died even though they just charged it up to 100% and they were suffering from severe parkinson's symptoms. Patient services wanted to note the patient was a little confused on the call but patient services was able to get the patient to dock their recharger, exit out of the recharger application and enter into the mydbs therapy application however the patient kept getting 'not found" on their communicator. Patient attempted to do a communicator reset multiple times but their fingers had a difficult time holding the button down because their parkinson's was so bad and it was uncertain if the resets were successful. At one point the patient got a blue light but many times the patient only saw the lights flicker a bit and then just a green light was lit up. Patient services had the patient move to a room away from where a router was and had the patient toggle bluetooth off and back on again but the issue did not resolve. The patient powered off the handset and powered it back on again and attempted anotherreset however the blue light never lit up when the patient turned the communicator back on and they continued to get a 'not found.' Patient was unable to read the serial number and said they had their other communicator they could try and then said they might have been using their old communicator the whole time and not the new one they'd just received. Patient tried to use a magnifying glass to see the serial numbers but they were unable to read which communicator was which. Patient said they were going to get dressed and go over to their neighbor's for assistance and call back to continue troubleshooting. Patient (pt) called back and reported their stimulator showed 10% but died yesterday and they recharged and are now are trying to get therapy turned back on but the my therapy app shows no device response. Worked with patient reposition the communicator and retry and pt reported again, no device response. Pt rep came on the line and said pt has 2 communicators, which communicator they should use and it was determined pt was using the communicator that should be sent back to medtronic. Worked with caller to to restart the handset, reset the replacement communicator and try to synch and caller was successful to synch and turn therapy back on. Pt noted they were feeling better. Redirected to their doctor. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history. This included patient said their parkinson's symptoms come and go they are worse and better even during the day, it's not consistent, pt asked if the stimulator works better when it is 90 percent as opposed to 50 percent. Redirected to their doctor. Pt also said they called earier today because their hands were shaking and they couldn't operate the handset. Note pt rep was a fireman, the patient had called for emergency support due to being unable to turn therapy back on. Upon further review: upon synch the charger with the ins caller reported the ins battery level was 100% charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.